Manufacturer narrative:
The complaint of holes/cuts/torn on item cl-10 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history report (DHR) for lot#13812929 was reviewed and no non-conformities were found that would have led to the reported condition on the complaint

Event description:
The event involved a chemolock¿ bag spike. The reporter stated that the tip of the spike is too sharp, and not beveled so it punctures the side of the IV bag, also, the spike is too long so another reason why the spike punctures the bag. There was unknown patient involvement and unknown harm.